Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise resulting in oversensing was observed on the right atrial lead. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise resulting in oversensing was confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood and tissue. A visual examination of the lead revealed an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.